Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned packaging identified that the inner and outer sterile cavities were cracked. Review of the box identified no significant damage to the outer carton. Review of the device history records identified no deviations or anomalies. A stock investigation identified no units from this lot were available for inspection. This device is used for treatment. A complaint history search identified no other complaints for l/n 62814351. This lot was released for distribution in september 2014 and has been in transit an unknown number of times. The most likely root cause appears to be damage during transit but a CAPA investigation has been initiated for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the inner and outer packaging was noticed to be cracked when the implant box was opened. Another implant was used to complete the case.